Event description:
The patient's implant extruded at the pocket site. Surgeon performed a pocket revision and patient was placed on antibiotics to prevent infection.

Manufacturer narrative:
The product remains implanted in patient and will not be returned for evaluation. This is the final report.